Event description:
It was reported that the customer was hospitalized for high bgs. The nurse indicated that the customer was receiving treatment and is unconscious. The customer's family member stated that the user woke in the morning and had coffee with family member. They went back to sleep and approx. Four hours later the customer was found in the bathroom unresponsive. Also it was stated that the reservoir in the pump was empty, the customer was not warning their oxygen apparatus. The reservoir and the set were changed the night before. The pump was programmed correctly. The customer's family member requested user continue wearing the pump as the hospital did not provided treatment for pph condition. Assisted in priming process and advised to monitor and follow up with user's healthcare team.